Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive failure event on (B)(6) 2026, as the infuion set tape fell off due to sweating. No further information available.